Manufacturer narrative:
Additional contact information: (B)(6) hospital oncology and inf (B)(6).

Event description:
Information was received indicating that a smiths medical 6500 pump exhibited a no disposable, pump won't run alarm. Per reporter the residual volume was 6.8, the rate was 2.2, and 91.95 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.